Event description:
Patient implanted in 2006 for repair of an incisional hernia. Attorney alleges "plaintiff developed abdominal tenderness and severe pain at the site of his incisional hernia repair. Also alleges a cat scan confirmed he was suffering from a "broken mesh" and recurrent hernia.

Manufacturer narrative:
There has been no product returned for eval. Therefore, no conclusion can be drawn.